Event description:
A customer contacted global technical service (gts) regarding system error 2240 (air in tubing) in dwell 4/5. The technical service representative (tsr) cleared the error by having the home patient (hp) power unit off/on, and the tsr informed the hp of the error's meaning. During troubleshooting, there was nothing found that caused or contributed to the alarm. The patient was connected. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.